Event description:
A pt received her first treatment on 12/18/96 with two formulations of collagen into the nasolabial folds, periorbital, chin and oral commissures. On 12/21/96, the pt could feel lumps all sites and noted some redness at the left corner of the mouth. On 1/8/97, the physician diagnosed a hypersensitivity and injected intralesional kenalog. Between 1/10/97, and 4/16/97, pt experienced burning, itching, redness and/or swelling at the injection sites. The physician prescribed oral prednisone, intralesional kenalog, topical zonalon and aclovate ointments. On 4/18/97, pt reported that, on two occasions, an area at left oral commissure had drained clear viscous material through the surface of skin. Upon examination, area where material had drained looked crusted over. On 4/18/97, pt developed a lot of swelling at left anterior cheek and perioral areas which extended beyond the areas of injection. On 4/21/97, the areas were not hot to touch; the physician was unsure if the pt had developed a low grade infection and prescribed oral cipro. On 4/22/97, swelling at the malar area was higher than on 4/21/97, perioral sites were indurated, and pt reported increased pain. Physician was considering prescribing oral prednisone.